Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 328 mg/dl. The customer was assisted with troubleshoot and customer stated the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and there was no blank display anomaly. The insulin pump was received with normal operating currents and passed the self-test, a 21 error test. There was no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime test, a 33 test, excessive no delivery test and displacement test. There was no moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.